Event description:
Customer reports that the following: "problem: downstream sensor failure. Action: replaced sensor. Resolution:tested." Reporting due to the referenced technical issue; no adverse effects or serious injuries were reported. More information is needed to complete the investigation.

Event description:
Device history record was reviewed but nothing linked to the reported event was observed. Device history log was not provided, therefore no review could be performed. The reported device was not sent to france for investigation as repairs were carried out locally by nsh canada. During servicing, the pressure sensor was replaced and tested. After several attempts, the replaced spare part was returned to brézins for investigation on 09 november 2022. As the visual inspection was compliant, the investigator assembled it in an agilia vp tester to verify the complaint. He performed the maintenance test 6 with a tubing, he found that the sensor value was around 2463mv with the door open and when tested with the door closed the value came down to 1903mv. These values were as expected. The investigator also ran a break-in test for 1 hour and created downstream occlusion errors without any technical errors being triggered. The downstream sensor was functional and the reported events have not been reproduced. Therefore, this complaint could not be confirmed and the reason for the reported failure can only be analyzed with the associated device, so it remains unknown. A CAPA was opened for defective pressure sensor but as this event is not confirmed it cannot be directly linked to it. This complaint is considered as not confirmed. The trend is normal. The reported risk is lower compared to the estimated risk. For this issue as per our local procedure, we initiated an action.